Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the agent documented that the user experienced a nighttime blood glucose (bg) low of 65 mg/dl after under-announcing dinner, with correction doses and metabolism contributing. The user overcorrected, and insulin absorption issues led to a subsequent high, peaking at 400 mg/dl. A supply change was performed to address the issue. Follow-up was attempted but unsuccessful due to a full voicemail. The user's lowest blood glucose (bg) recorded was 54 mg/dl and highest was 400 mg/dl. Bg was corrected with the supply change. The user reported feeling lightheaded during both high and low bg events. No prolonged out-of-range period requiring outside assistance or medical intervention was reported at the time of call.